Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery due to infection was reported in a workshop on (B)(6) 2020. The date of primary and revision surgery, and detail information of explanted implants were unknown. The infection was confirmed about 1 year after the primary surgery. The surgeon removed the stem easily by hand because the stem was not fixed to the femur when the revision surgery. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.